Event description:
Additional info received from the MFR on 10/01/1998: co does not believe that this event is reportable under the MDR guidelines. Co has generated a complaint file for this event and will investigate as per the guidelines set forth in 21 cfr 820.